Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer failed and was jammed; it was not closing properly and required force to shut. An obstruction was present, which was unable to be cleared. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) contacted the customer and spoke with them on saturday. The customer attempted to clean the jam. A follow-up with the customer confirmed that no failures were reported in the viewer report. The system functioned as intended after the customer resolved the issue.